Event description:
It was reported that some time post dialysis catheter placement, the catheter allegedly began to degrade, and demonstrate bubbling and fogging post flushing. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history record review could not be completed as the lot number was not provided. Investigation summary: one electronic photo was reviewed. The photo shows a hemostar catheter inserted in a patient. A small proximal portion of the catheter, the bifurcation and distal portions of the extension legs are visible in the photo. There appears to be a bubble or small bulge on the catheter surface just proximal to the insertion site, and there appears to be bulging deformation throughout the visible catheter. There also appears to be a milky white color on/in one of the extension legs just proximal to the bifurcation. Based on the photo review, catheter deformation and extension leg opacification can be confirmed. Although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for catheter deformation and extension leg opacification, as the photo review identified bubbling and bulging in the catheter shaft and a milky white color on/in one of the extension legs. The definitive root cause could not be determined based upon available information. Labeling review: the cause of the event in question is unknown, and so the applicability of any particular portion of the IFU or other labeling is unknown. However, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on cleaning the catheter and catheter maintenance. Therefore, the product labeling will be considered adequate. IFU/labeling reviewed: hemostar/hemosplit polyurethane hemodialysis/apheresis catheters nursing procedure manual. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
A photo was provided to the manufacturer. As the lot number for the device was not provided, a review of the device history records has not been performed. The device is not available for return. The investigation is currently underway.

Event description:
It was reported that some time post dialysis catheter placement, the catheter allegedly began to degrade, and demonstrate bubbling and fogging post flushing. Reportedly, the device was removed and replaced. There was no reported patient injury.